Event description:
On 04/19/00, 05/23/00 and 05/23/00 three incidences of the sharpstar door rejecting the sharp out of the container door. All the incidents were with containers that were wall mounted and less than half full. Sharps disposed of were a 3cc syringe, 5cc sryinge and a tube.